Manufacturer narrative:
S/w 4.11c. Retainer ring = clear. Case type = ngp. The customer was in a car accident and hospitalized for alleged high bgs on (B)(6) 2019. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to perform the history review 1 week prior to the event date 27-jun-2019 in the pump history file due to no data available. 04/30/2019 09:33:17.000 user time date change event type = 3, source ID = pump (ngp is in open loop state), history record length = 19, old system time = on (B)(6) 2019 09:33:17.000, new system time = on (B)(6) 2019 09:34:17.000. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were hospitalized due to car accident and they experienced the high blood glucose. The customer's blood glucose was 560 mg/dl. As customer was in the hospital his blood glucose went high and he was taken off of the insulin pump but due to the high blood glucose they put him back on it. The customer declined the high blood glucose troubleshooting. The insulin pump will not be returned for analysis.